Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The pump reportedly dispensed insulin during the load cartridge step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: complaint was verified in history, but not confirmed in testing. No cartridge detected warning is observed in the black box on (B)(4) 2013. The pump powers up normally and passes "ez-prime" steps, the pump primes successfully. No prime or any alarm occurred during testing. Force sensor calibration reading is at the highest count. Opened the pump, the power flex and the force sensor were tested for intermittent conditions or damage and no defects or moisture ingress were observed. Old grey tape and the force sensor flex pins were intact, no dislodging or damage observed on the pins. Force sensor resistance reading is within specification. Cartridge: a reserved sample from the same cartridge lot number b201682 was tested and evaluated by product analysis on (B)(4) 2013 with the following findings: no defect found. A visual inspection, a fill test, a force test and a leak test of the cartridge were performed and no damage or defects were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing prior to release for distribution.